Manufacturer narrative:
Journal: reviews in cardiovascular medicine title: over-expansion of second-generation drug-eluting stents, risk of restenosis, and relation to major adverse cardiac events reference: doi: 10.31083/j.rcm.2020.03.27. There is no established or suspected causal relationship between the device and the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted titled; over-expansion of second-generation drug-eluting stents, risk of restenosis, and relation to major adverse cardiac events. This was a prospective cohort study and a total of 123 eligible patients with 161 lesions who underwent percutaneous coronary intervention (pci) using drug eluting stent (des) from january 2012 to september 2012 were enrolled in this cohort. Resolute integrity des were one of the types of des used during this study. Of the 123 patients enrolled, 75 (46.58%) stents were found to be over-expanded. A high rate of stent over-expansion was observed in this study, which can be related to the inclusion of difficult lesions (38.51% type c lesions). Clinical outcomes reported included cardiac death, myocardial infarction (mi), target lesion/target vessel revascularisation (tlr/tvr) and instent restenosis.